Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was unresponsive. There wee several instances of overdischarge and overdischarge recovery was attempted unsuccessfully. The patient had a history of unreliability with recharging. The patient was being sent for ins replacement.